Manufacturer narrative:
Block d1: c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. Block f10: patient code: 2199 - no consequences or impact to patient. Device code: 1051 - balloon burst. These codes were selected by the manufacturer based on information obtained from the user facility. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc reference: (B)(4).

Event description:
It was reported to boston scientific corporation on june 25,2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6) 2009 (female patient; age and weight are unknown). According to the complainant, during the procedure, the balloon was placed at the location of an esophageal stricture. The balloon was inflated using an alliance ii syringe filled with sterile water and an alliance inflation handle. While attempting to inflate to 7 atm (18mm) the balloon burst at a reading of 6 atm. No part of the device was left in the patient. Another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d1: c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. Block h11: corrected data - block b5. Bsc reference: (B)(4).

Event description:
Note: this report is a supplement to manufacturer report# 3005099803-2009-03495. Errors on the initial medwatch report were identified. The corrections are summarized in block h11. The patient was reported to be over 18 years old.